Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary, drug eluting stent was used to originally treat a severely calcified, moderately tortuous large dominant vessel exhibiting 95% stenosis in the proximal rca in 2017. It was stated that there was arterial bending where the stent was placed. The device was inspected with no issues at the time. It was reported that post atherectomy and stenting there was excellent angiographic results when implanted in 2017. It was reported that the patient returned in 2019 for an angiography and it was noted that the stent deployed in 2017 was deformed and showed some under-expansion of the mid part of the stent and it was thought that there may have been torquing of the stent which initial images did not show. It was decided to re-balloon with a 3.0 mm balloon and then a 4.0 mm balloon to 21 atmospheres. A 4.5 mm balloon was then inflated up to 14 atmosphere in the mid part of the stent. It was reported at the end of the procedure they had very good expansion with no evidence of any tissue growth whatsoever and terminated the procedure. There was no further patient injury reported.

Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.